Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the customer noticed that one of the blood bottles had leaked inside the sample bag and therefore could not take it to the lab. The following information was provided by the initial reporter. The customer stated: the samples were all placed in a carrier bag for transportation. Customer noticed that one of the blood bottles had leaked inside the sample bag and therefore could not take it to the lab. On inspection the sample bag had also leaked and blood had contaminated all the other sample bags. On inspecting the affected sample the yellow top from the blood bottle had come off in the sample bag.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). Extension: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the customer noticed that one of the blood bottles had leaked inside the sample bag and therefore could not take it to the lab. The following information was provided by the initial reporter. The customer stated: the samples were all placed in a carrier bag for transportation. Customer noticed that one of the blood bottles had leaked inside the sample bag and therefore could not take it to the lab. On inspection the sample bag had also leaked and blood had contaminated all the other sample bags. On inspecting the affected sample the yellow top from the blood bottle had come off in the sample bag.